Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a case of the laser froze during lasik flap creation. The patient was released from suction with no harm and the case was aborted. The reporter indicated the lasik was completed three weeks after the aborted procedure with no complications.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. No technical root cause could be determined, system is performing within specifications. (B)(4).